Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4). Concomitant products: (B)(4) implantable pacing lead implanted: 2009 (B)(6); (B)(4) implantable tachy lead implanted: 2009 (B)(6); 432-04 competitor implantable pacing lead implanted 1996 (B)(6); 430-10 competitor implantable pacing lead implanted 1996 (B)(6).

Event description:
It was reported an infection occurred. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported an infection occurred. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.